Manufacturer narrative:
D9. Date returned to mfg: 13-jan-2025. H6. Investigation codes: updated. One sample was received. As received, there were no damages or anomalies observed. In order to replicate clinical use, the admin set line was primed with the provided syringe and attached to a hanging saline bag. The admin set was then installed on a cadd-solis pump and 10ml of priming was performed. A leak was observed at the outlet tube of the cassette. No cassette errors, occlusion alarms, or air in line alarms were generated. The complaint of leakage can be confirmed. The probable cause is due to inconsistent solvent application at the junction. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was beeping and the medication was empty and needed a new bag. Per reporter, it was noticed that the tubing was leaking at the bottom of the base, from the tubing in the cassette. Per reporter, there was no concern with the pump itself and no injury to the patient.